Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to determine the root cause for this with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration. The reason for re-operation is unknown. A 23mm transcatheter valve was implanted with no complications and the patient was listed in excellent condition, post-operatively.